Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, moderately calcified, de novo 96% stenosed, mid tight left anterior descending artery (lad) lesion the vessel was predilatated with a 1.5 x 12 non-compliant balloon dilatation catheter (bdc) and the 2.75 x 33 mm xience prime stent delivery system (sds) was implanted. Post implant a distal edge dissection was noted. A 2.5 x 12 mm xience v sds was used to treat the dissection without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.